Event description:
On (B)(6) 2011, salter labs was informed that tubing on unknown model number of facemask disconnected, interrupting oxygen flow to the patient, which was temporarily resolved by manually reconnecting the tubing to the mask. The patient's hospice care was contacted and a replacement was received and a nurse changed out the mask on (B)(6). Salter labs was told by the care giver that since the tubing was manually reconnected when necessary, it was thought that the patient's oxygen levels were not significantly affected. Salter labs learned of the patient's death ((B)(6)) during a follow-up call. At that time it was concluded that given the patient's age, hospice care, and lack of effect on the patient's oxygen levels, the death was unrelated to the tubing disconnection. Salter labs was informed, by the care giver, that the subject mask and tubing, along with any associated labeling and packaging were discarded; therefore direct testing is not possible. Investigation into manufacturing records was also not possible since the part number and lot number are unknown and the labeling was discarded with the device. A CAPA has been opened for bond agent application methods, and further investigation or mitigation will be tracked through the CAPA system. This complaint is closed. This is a final report.

Manufacturer narrative:
As the product labeling was discarded with the unit, the unit is not available for analysis, nor can the DHR be reviewed for this product. However, the method used to adhere the tubing to the face mask was reviewed and a CAPA has been opened to evaluate the bonding agent application method.